Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to experiencing a heart attack, a high blood glucose (bg) level of 700 mg/dl, and moderate ketone levels. The customer was treated with intravenous saline and insulin, and was released from the ICU three days later with no permanent damage. Recommendation was made to discuss diabetes management with a health care professional. The pump was determined to function as intended.